Manufacturer narrative:
H3, h6 the reported device was received for evaluation. A visual inspection revealed eight insertion devices and one set of t1, t2, and suture were returned together in a single unmarked box. The single set of t1, t2, and suture has the suture knot tightened down and both implants have been fractured. Four of the insertion devices have the actuator stuck at the tip. Two of the insertion devices have the actuator pulled and deformed from the tip. Two devices' actuators are in the pre-t1/post-t2 position. Bio debris is present on all eight devices. A functional evaluation was performed on the returned device and found the six actuators at the tips will not cycle and remain stuck at the tip of the needles. The two actuators at the pre-t1/post-t2 will cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during an arthroscopy, two (2) fast-fix 360 devices malfunctioned in the same way. After fixing the t1, the t2 implant could not be properly fired to a defective inner needle. The t1 was left secured in the patient. The procedure was completed using a back-up device instead. No surgical delay or further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.